Event description:
This rv lead was implanted on (B)(6) 2005 and capped on (B)(6) 2013 due to oversensing and inappropriate shock. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).